Event description:
It was reported that during a low anterior resection, staples had formed only at the sides of the anastomosis not in the center of the staple line. The surgeon inserted his fist into the rectum and hand sewed the anastomosis from above. This added two hours to the procedure. Patient stayed in the hospital longer than expected, but is now fine.